Event description:
According to the reporter: surgeon closed the stapler on the bronchus fired, cut tissue along anvil, when he opened the stapler jaws, he notice no staples had fired. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Surgeon used suture to close the bronchus.

Manufacturer narrative:
Sent on 04/27/2015.